Event description:
Patient revised for pain.doi (B)(6) 2009, dor (B)(6) 2011 (right hip).

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This is a duplicate of MFR# 1818910-2011-16532.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.